Event description:
It was reported by a customer that during a procedure error message code 652 was experienced from the laser system. Per the customer, the error was unable to be cleared. The procedure was cancelled. No pt injury was reported.